Event description:
New information received states that the device was explanted and a new device was implanted. Therapy was restored post procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that implantable pulse generator showed replace generator message due to end of service. Programming changes were made however the issue persisted. A surgical intervention is anticipated in the near future. No additional information is available at this time.